Manufacturer narrative:
(B)(4).

Event description:
See MDR #: 2242445-2014-00006 for the first event with this pt. It was reported that this event occurred in the theatre. The user reported that the balloon was inserted into the pt's intra peritoneal, and burst upon being inflated once inside the pt. A third kit was opened and used successfully to complete the procedure. There was a delay reported, however, there was no harm to the pt. There was no complication, death or injury reported to the pt as a result of these occurrences.